Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
Reportedly, pacing failure was observed on (B)(6) 2009 (lead impedance > 3000 ohms and suspicion of vdd lead fracture). On (B)(6) 2010 a new vdd lead was implanted. On (B)(6) 2010, the pacemaker was again disconnected and the measurements of the lead were normal. The pacemaker was reconnected to the lead but pacing failure was still observed. The pacemaker involved in this MDR reported was finally explanted and returned for analysis.